Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was received for evaluation. Visual inspection and gravity testing did not identify any nonconformances. Therefore, the reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid did not flow using a continu-flo administration set. This was observed while priming the device. There was no patient involvement. No additional information is available.